Manufacturer narrative:
The device was received for evaluation with the pod fully deployed. Inspection of the soft cannula did not find it to be bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of any damage to the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 449 mg/dl between 4 and 24 hours of wearing the pod. The reporter confirmed that the cannula did insert into their abdomen, but the bg levels continued to rise. The pod was removed, and the cannula was found to be bent.